Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an ipg replacement due to could not kept the ipg to charge and was doing well postoperatively. The explanted ipg was not returned.